Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. -patient was revised to address dislocation. The sales rep also noted that a previously-removed metal-on-metal hip had destroyed the muscle around the hip, making it weak. Doi: (B)(6)2011 - dor: (B)(6) 2011 (right hip). Update: (B)(6) 2012 - litigation papers received. In addition to dislocation, the patient also suffered from pain and instability. There is no new additional information that would affect the investigation. Update: (B)(6) 2013. Pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the acetabular shell was loose. Records are available for further review.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records for products 121725500 and 121715500 lots c445263 and d00456053 did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining provided product and lot combinations since their release for distribution. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. (B)(4). Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.